Event description:
It was reported that an alert was triggered due to high impedance on the right ventricular (rv) coil. The impedance had been stable and suddenly increased over the last month. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.